Manufacturer narrative:
Updated fields: g3 (bsc aware date), b1 (adverse event/product problem), b5 (describe event or problem), e1, e2, e3 (updated initial reporter details based on new information received).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. Additional information was received and this rv lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.